Event description:
The patient had a cystic mass of the left upper lobe of the lung. Ligasure equipment was being utilized for the procedure. The ligasure generator completed the self-test without incident. When the ls1000 hand piece was plugged into the generator, the red light came on indicating that there was a malfunction. When the red light is on, the device will not allow the equipment to be used. It completely shuts down. The rn quickly went through the process of trouble-shooting to assess if there was a problem. When she could not detect a problem that she could identify, the representative was contacted. Since the generator passed the self-test, it was determined that the problem was with the disposable handpiece. The ls1000 handpiece was changed and all equipment functioned properly. The incident took a total of 5 minutes to resolve. No harm came to the patient. The faulty handpiece has been sequestered and remains at this facility.